Event description:
The facility representative reported a flogard infusion pump with a 38 failure code. It is unknown when this condition occurred. There was no patient involvement, injury, or medical intervention related to the device. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported problem of "f-38 alarm" was confirmed during evaluation. Service determined that the cause was due to the force sensing resistors being out of range. The resistors were replaced to resolve the issue. Additional information: a service history review was performed revealing the reported condition is not related to any previous customer service request on this pump. Should additional information become available, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The device is currently in the process of being evaluated on site by a baxter field service technician. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.